Event description:
It was reported that the patient experienced shocking after strenuous exercise where she ''twisted wrong.'' Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 435135, lot #: nht016025n, implanted: (B)(6) 2011, explanted: na; lead model: 435135, lot #: nht016026n, implanted: (B)(6) 2011, explanted: na; lead model: 435135, lot #: nht015786n, implanted: (B)(6) 2011, explanted: na; lead model: 435135, lot #: nht015787n, implanted: (B)(6) 2011, explanted: na.